Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). Omsc evaluated it on march 23, 2018. As a result, omsc found that the tissue pad of the subject device was worn, and the white debris adhered to the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Omsc presumed that the white debris was generated by wear of the tissue pad. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified pediatric surgery, the subject device was used. In the procedure, the white debris was generated in the abdominal cavity when the user activated the device. The user replaced the device with another immediately, and then continued the procedure. At the end of the procedure, the user performed the peritoneal lavage and confirmed that no debris remained. The intended procedure was completed. There was no patient injury reported. This is the report regarding the generation of the white debris.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".